Event description:
It was reported that the 2600 system is non functional. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the tech processor pcb and the generator software program file. The system was tested and found to be working as intended and placed back into service.